Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the white dots on the image were due to a misalignment of the camera unit and due to damage on the button, water tightness was lost. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water tightness lost and white dots on the image. There was no patient involvement.